Event description:
It was reported that a malfunction alarm occurred. Reportedly, the customer will continue to use the pump for insulin therapy, but will also contact the healthcare provider to obtain alternate insulin therapy. There was no adverse impact to the customer¿s blood glucose level.